Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a bile duct dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon had a pinhole. The procedure was completed with another hurricane rx dilation balloon. There have been no patient complications reported as a result of this event.